Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to p-waves being oversensed on the ventricular channel. Low r-wave amplitude was also noted. Review of trends showed a decrease in impedance. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.